Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that on (B)(6) 2021, a patient injury occurred with a savina 300 because the internal battery was not sufficiently charged, and the device turned off. The affected device generated the audible emergency alarm. A cardiorespiratory arrest occurred. Due to the first logfile analysis, the affected savina 300 has alarmed at the reported date of event as specified and alert the user to a decreased internal battery charge. At this time, it has not been concluded whether there was medial intervention by the patient and what the patient's condition is after the incident. Also, it still needs to be clarified why the device was powered only by the internal battery, despite the alarms.

Event description:
It was reported that on 01/06/2021, a patient injury occurred with a savina 300 because the internal battery was not sufficiently charged, and the device turned off. The affected device generated the audible emergency alarm. A cardiorespiratory arrest occurred. Due to the first logfile analysis, the affected savina 300 has alarmed at the reported date of event as specified and alert the user to a decreased internal battery charge. At this time, it has not been concluded whether there was medial intervention by the patient and what the patient's condition is after the incident. Also, it still needs to be clarified why the device was powered only by the internal battery, despite the alarms.

Manufacturer narrative:
The investigation was based on the reported event and enhanced information like email correspondence, service report and logfile analysis of the affected savina 300 (serial number (B)(6). Onsite a service technician examined the device. Based on the log file analysis, it could be confirmed that the affected device failed due to a completely deep-discharged internal battery. The device has behaved correctly and alerted as specified. The reason for the failure of the device after a runtime of approx. 18 minutes may have been the equipment with a defective lead battery or incomplete charging cycles.. Upon inquiry, a total power and gas failure in the hospital was confirmed, which was also documented in the alarm history of the equipment logbook. The device performed as specified during the entire period and correctly alerted the battery state of charge: the savina 300 alarmed 3 minutes after "internal battery activated" with mid prior battery alarm and 1 minute later (4 minutes after "internal battery activated" with high prior battery alarm. The total run time on internal battery (during the ac mains power loss event at customer site) was at least 18 minutes. If the savina 300 is not connected to mains power or is not equipped with an external battery, the unit switches to the internal battery with audible alarm and the display message "internal battery activated" occurs. This alarm (medium priority) can be acknowledged, so that only one note with the same message remains. During the discharging process savina 300 indicates ascending alarm messages from ¿int. Battery activated¿ via ¿int. Battery low¿ to ¿int. Batt. Almost discharged¿. When the battery is discharged, the system shuts down and generates an acoustical power supply failure alarm. In case a ventilation is active at that time, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. In case the internal battery is faulty (is worn, has a high resistance), is discharged or even not present and no external battery is connected operation immediately stops when ac supply is interrupted. The device shuts down and generates an acoustical power supply failure alarm for at least 2 minutes. In case a ventilation is active at that time, the pneumatic system will open which reduces airway pressure to ambient pressure and spontaneous breathing would be possible for the patient. A worn out and/or deeply discharged internal battery can cause device restarts with device failure 40.2000 when in use with ac supply as savina 300 periodically checks operation on internal battery for approximately 500ms. After restart ventilation continues with previous settings at the latest after 12 sec. In response to enquiries, the patient's condition has stabilized again under medical intervention. After replacement of the internal batteries, the device remained in tests according to manufacturer specification showing normal operation and being released for use. The field failure rate of the internal battery is within an acceptable range. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently this is considered within the device safety concept.